Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed which revealed a cut in the tubing. The reported condition was verified. The cause of the condition was related to the machine during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a tear/split was observed in the tubing of a clearlink solution administration set. This was identified during priming. There was no patient involvement. No additional information is available.